Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The reason for call was patient said they haven't used their device in probably 6 months or so and haven't charged their external equipment in a year or so. Caller stated that they haven't had any return of symptoms. Patient said they are getting ready to have an MRI done and needed to connect to their implant to access MRI mode. Patient reported getting device not responding when trying to connect with their implant. Patient confirmed communicator was unplugged from charging cable. Patient repositioned communicator several times but continued to get device is not responding. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the communicator. Agent reviewed with patient that if replacement communicator doesn't resolve issue, patient will need to follow up with healthcare provider. Additional information was received from the patient. They reported that they received the new communicator. They said they needed to pair the handset and communicator to the stimulator. They kept getting the message device is not responding reposition communicator over the internal device. The agent redirected patient to follow up with hcp to check battery life of stimulator. Additional information was received from the patient. They reported that it was unknown if replacing the communicator resolved their issue of being unable to connect with the ins. The patient indicated "hasn't been replaced yet. Replacement set for (B)(6) 2026."